Event description:
It was reported that during the mitraclip procedure in the patient with functional mitral regurgitation (mr), before the mitraclip system was inserted, it was very difficult to perform the transseptal puncture. It took more than 1.5 hours to perform the transseptal puncture due to the heart's abnormal orientation in the antero-cranial position and related difficulties with imaging due to the anatomical orientation. The first clip became stuck in the lateral commissure, antero-lateral subvalvular area and was deployed there. The mr was still reduced from 4 down to 3. The second clip was implanted in the postero-medial area and successfully reduced the mr to 1. There were no device issues with the performance of the mitraclip system. At the end of the mitraclip procedure, a small amount of liquid in the pericardium was noted on echocardiogram, but it was not clear where it came from. Post procedure, the patient was back in her bed when she had a cardiac tamponade with a sudden drop in blood pressure and pulsus alternans; during pericardiocentesis, the right ventricle was inadvertently punctured by the pericardiocentesis needle and an emergency sternotomy was performed. A laceration was noted in the pulmonary artery and was surgically repaired along with repair of the right ventricle puncture. Ventricular fibrillation occurred and resuscitation was performed. The patient was taken to the intensive care department under mechanical ventilation and opened her eyes. Blood products were transfused. The physician indicated that the tamponade is not related to the mitraclip device and the cause is unknown.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, additional information was received indicating that a total of 2750 ml of blood products were transfused.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Six days post procedure, the patient had an arrhythmia that resulted in electromechanical dissociation, was not breathing, and had no cardiac output causing her implanted cardiodefibrillator to deliver a shock. Despite resuscitation attempts, the patient expired that day due to heart failure. It is unknown if the patient death and ventricular fibrillation are related to the clips, but they may possibly be procedure-related per the physician. There was no additional information provided. Concomitant medical products: mitraclip system: steerable guide catheter (sgc01st, lot # 10255625, serial # (B)(4)), clip delivery system: cds02st (lot # 10257505, serial # (B)(4)), stabilizer, lift, support plate. The mitraclips remain in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.